Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 approximately 930am. The patient manages his diabetes with novolog 70/30 insulin, metformin pills (500 mg) and lantus insulin (43 units). That same morning, the patient reportedly administered self 20 units novolog insulin which was an increased amount from his usual dose. About 5-10 minutes later, the patient claims he felt symptoms of dizziness and acid reflux. No additional treatment was specified. The patient denied testing on another device. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of 'dizziness and acid reflux" does not meet lifescan's criteria for a serious injury. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.